Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a lead, it was difficult to find a satisfactory pacing site. After the lead was placed, it dislodged during the removal of the sheath. The first lead was removed and a second lead was attempted. Placing the second lead was unsuccessful because a satisfactory pacing site could not be found. The second lead was removed and a third different type of lead was placed successfully. No patient complications have been reported as a result of this event.